Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-06. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unit in an opened package and one photo. During the visual examination of the photo it was observed that there was foreign matter present on the outside of the q-syte but during the visual examination of the returned unit no foreign matter was present on the unit or within the opened package. Although the failure stated in the reported issue was confirmed with the photo provided for investigation, bd could not establish a definite root cause since the unit was returned within opened packaging and the foreign matter was no longer present. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h.10.

Event description:
It was reported that hair-like foreign matter was found attached to the bd q-syte¿ luer access split-septum stand-alone device before use. The following information was provided by the initial reporter, translated from chinese to english: "q-syte - opened the package to find lash-like hair attached to the joint surface."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hair-like foreign matter was found attached to the bd q-syte¿ luer access split-septum stand-alone device before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "q-syte: opened the package to find lash-like hair attached to the joint surface."